Event description:
It was reported that the patient had a return of increased baseline pain. It was indicated that the patient had acute exacerbation of her pain in the last day or two, which begun on (B)(6) 2012. The following day, a plain film was performed which indicated a suspicious kink location. An attempted catheter dye study (cap) was also done the same day, but it was unsuccessful as they were unable to aspirate cerebral spinal fluid (csf). It was reported per surgeon, that the catheter was kinked on itself in a "figure 8 pattern" at the v-wing anchor site. A catheter revision was done and a new catheter was implanted on (B)(6) 2012. As of (B)(6) 2012, the patient was still hospitalized, however, it was reported that she was feeling "much better" with a pain level of "2". There was no withdrawal reported and no sequelae noted. It was indicated that the patient would be discharged later that same day. The drug delivered via pump was dilaudid.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8835 lot# serial# (B)(4), implanted: explanted: product type programmer, patient product ID, 8709sc lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: product type catheter. (B)(4).